Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found one control knob broken. Analysis also found the upper case, lower case, and bail cover were broken. It is noted the bail cover, ring cover, ring cover screw, and the ring were missing. (B)(4).